Event description:
The customer reported the fluoroscopy image occasionally appears blurred. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep found the board was defective. He replaced the ccd imager interface card and adjusted it. The system operates as intended.